Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 08/02/2017. Retain product was tested and product was functioning as intended. Return product was not available for testing.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant results on a (B)(6) male admitted to the hospital for weakness, not moving or talking. In the past the patient has had coronary bypass surgery. There were no procedures performed on this patient at the time of the event. There was no additional patient information at the time of this report. The customer states that return product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.